Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted and therapy was upgraded to a cardiac resynchronization therapy pacemaker (crt-p) system. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a pin-prick sensation in the middle of their heart. A family member reported they have an EKG print out showing variances in time between beats and changes in morphology. It was reported to them that the device was exhibiting loss of capture. The patient was scheduled for routine follow-up in the near future. No adverse patient effects were reported.